Event description:
A malfunction alarm was reported by the customer, identified as code malf 0. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The technical support assisted the customer in resetting the pump and provided information on handling such malfunctions. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues resurfaced.